Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise leading to pacing inhibition. The patient is dependent. The patient had shortness of breath (sob) and reported a fall. The device was sent to electrocautery mode and the patient was to be sent to a different hospital for a lead revision. Boston scientific technical services (ts) stated the evidence would indicate there is a possible insulation breach or fracture. The results of the lead revision have been requested. Additional information was received that this lead was surgically abandoned. There were no additional adverse patient effect reported.

Manufacturer narrative:
As further information concerning this report is expected this investigation will be updated when that information is provided.